Event description:
Dopamine 46 mg/50cc dsw was to infuse at 0.7 cc per hour. Started at 0620. Rate was then decreased to 0.5 cc/hr and then to 0.4 cc per hr. By 0820 the full volume (50 cc's) was infused.